Event description:
The reporter stated the surgeon implanted a micl 13.2mm implantable collamer lens in the pt's right eye on (B)(6) 2012. The surgeon repositioned the lens on (B)(6) 2012 due to decentration. The surgeon decided to explant the lens and the lens was explanted on (B)(6) 2012. Lens was exchanged, a longer length (13.7) lens with same diopter size was implanted. The cause of this event was due to problem with pt's zonules. Reporter stated this was the second lens implanted and explanted on the same pt and same eye. See MFR #2023826-2012-00994 primary lens.

Manufacturer narrative:
(Secondary surgery). (Lens, decentration of). Eval method: lens work order search. Results: a visual inspection of the returned product found a piece of lens plate haptic is torn off and missing. Lens was returned dry. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).